Event description:
It was reported that this patient experienced a ventricular tachycardia episode. However, this implantable cardioverter defibrillator (ICD) was unable to deliver therapy due to being exhausted as a result of a previous appropriate therapy in which 19 shocks were given. The patient was hospitalized and medication was administered in order to end the episode. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient experienced a ventricular tachycardia episode. However, this implantable cardioverter defibrillator (ICD) was unable to deliver therapy due to being exhausted as a result of a previous appropriate therapy in which 19 shocks were given. The patient was hospitalized and medication was administered in order to end the episode. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced due to therapy upgrade. This device was returned to boston scientific for evaluation.